Event description:
It was reported that during a single lap gastric sleeve. One device had a dead battery. No power to device. Another stapler was used to complete the rest of the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # 642c60. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device (a) was returned with the anvil bent upwards, with a battery pack, and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 642c60, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Manual override was used. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezed the closing trigger while simultaneously depressing the anvil release button; pressed home button; removed, flipped and re-insert battery; manual override.